Event description:
It was reported that the patient states that she "feels like for the past days it turned on and the patient can feel it. The patient was inquiring if it was possible it turned on. The patient states that in the past when they have gone through detectors and the patient felt a shock. The patient have been to different stores recently. The patient states that she checked her programmer and says that it doesn¿t have the lightning bolt, indicating the stimulation was off.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v165485, implanted: (B)(6) 2008, product type: lead. (B)(4).